Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and noise leading to over-sensing. The lead was explanted and replaced. The patient condition was stable.